Manufacturer narrative:
Batch review performed on 20 may 2020: lot 179576: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Wash-out and polyswap performed 8 months after primary due to an infection. The surgery was completed successfully.